Event description:
Paper stuck to gauze.

Manufacturer narrative:
A piece of the paper stuck to the gauze and was placed in the patient. It was reported the piece was removed and no harm was caused. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.